Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. Prior to procedure, several episodes of inappropriate automatic mode switch due to noise were noted on the atrial lead. During the procedure, suture sleeves were added to the lead to protect against the calcifications noted around the lead. No noise was reproducible afterwards. Programming changes were made. The patient was asymptomatic and in stable condition throughout.